Event description:
Additional information was received indicating the implanting surgeon determined approximately 25 days after implant that the sites were infected with (B)(6). Therefore, the patient was explanted on (B)(6) 2010 by physician decision. Good faith attempts to determine lead product information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization of the generator prior to distribution.

Event description:
It was reported to the manufacturer that the patient was implanted with vns on (B) (6) 2010. Three weeks later, the patient grew an infection near the neck and chest area. Patient's infection was so large that antibiotics were not used and vns was explanted. The surgeon believes the infection is related to vns surgery. No patient manipulation or trauma has occurred to have caused the infection. Good faith attempts to obtain additional information have been unsuccessful to date.